Event description:
It was reported that during implant the lead was placed in the atrium and the physician turned the fixation tool approximately 30 times, however the helix would not extend. The lead was removed from the body and after over 30 turns the helix seemed to jump out all at once. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).